Manufacturer narrative:
.

Event description:
It was reported that during an abdominal hysterectomy, the handpiece displayed an error 4. A second handpiece was used to finish the case with no pt consequence.